Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-13. H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage could not be verified, however, the infusion set was verified to be separated. Upon visual inspection, the infusion set tubing can be seen separated from the filter at the inlet port. Looking at the tubing and inlet of the filter under magnification, it can be determined that there is a lack of solvent on the components. A device history record review for model 11532269 lot number 20125401 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 12dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of epoxy between the filter inlet port and the infusion set tubing. The lack of epoxy can allow for the tubing to separate easily. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material no: 11532269 batch no: 20125401 during post chemo flush, rn noticed the line is broken right above the filter connection.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material no: 11532269. Batch no: 20125401. During post chemo flush, rn noticed the line is broken right above the filter connection.